Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the screen froze when users tried to pull any medications. A technical support specialist (tss) found the station showing the bios password screen after a reboot. User was able to access the station normally by rebooting it again. Tss confirmed that ssl certificate bound to the es server website had expired on 10/07 and it was a self-signed certificate, so a new one could have been generated from the server using knowledge article- retry - insert into purge.purgestatistics if needed. Tss mentioned that their information technology (it) team had been working on issuing new certificates and that the system was still functioning normally at that time. Tss waited for the hospital information technology (hit) team to provide a new certificate unless an issue occurred that required it to be changed immediately. Tss found another station in retry mode and confirmed that the station had been re-synced earlier that morning. Tss confirmed that okay to dial in to resolve by following the knowledge article- retry - insert into purge.purgestatistics. The field service engineer (fse) resolved the slowness issue by changing all stations to auto duplex, running a continuous ping on all stations, and waiting to see if any issues arose. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had screen got struck and frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had screen got struck and frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.